Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported ECG (electrocardiogram) connector issue; the ECG connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also confirmed the reported fan issue; the system fan was intermittently noisy. Analysis also found the left keyboard hinge was broken and both latch tabs on the power cord bay were stressed. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) cable connector was loose, intermittent loss of signal. It was also reported the fan was very loud, grinding noise. The programmer was returned for repair. No patient complications have been reported as a result of this event.